Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event seal compromised. Correction to field g1: MFR contact last name. Correction to field g2: report source and report source (other). Block h11: investigation results: the sensor wire was returned inside its pouch for analysis. During inspection, it was noted that the pouch was opened at the top, which confirmed the reported event of a packaging seal compromised. A media analysis was performed, confirming the presence of the opened pouch containing the sensor wire. Based on the available information, it is probable that the damage to the pouch, including the separation of the seal, resulted from handling and manipulation during the shipping/receiving and/or storage processes. The device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of packaging seal compromised was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to transport/storage.

Event description:
It was found that, when the device was removed from the packaging, the seal was compromised. The device was not used in the procedure.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event seal compromised.

Event description:
It was found that, when the device was removed from the packaging, the seal was compromised. The device was not used in the procedure.